Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The left monitor was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the left monitor of the 9800 system went blank during the case and this issue did not resolve after a re-boot. No patient injury was reported.